Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was a connection issue between the right atrial (ra) lead and the device. It was noted that after the pocket was closed, the lead had noise and a fluoroscopy indicated the lead pin was seated past the setscrew. The pocket was reopened and the lead was reseated. The noise was resolved. Both device and lead are still in use. No patient complications have been reported as a result of this event.